Event description:
One month after implant, patient was undergoing pre-op for a nips study. When it was discovered that the atrial lead had dislodged and the ventricular lead had shifted. The leads were repositioned in 2006 and the patient was discharged next day. During an internal review of clinical studies, it was discovered that this should have been reported to the FDA.